Event description:
It was reported that the procedure was to treat a lesion in the left main coronary artery with mild calcification and 70% stenosis. A non-abbott guide catheter extension was advanced and pre-dilation was performed with an unspecified non-compliant (nc) balloon. A xience sierra stent was implanted. The 4.0x8mm nc trek balloon dilatation catheter (bdc) was prepared for post dilatation and was flushed; however, the protective sheath was not removed prior to flushing. Resistance was felt when removing the protective sheath, and it was unable to be removed. A 4.0x12 nc trek bdc was then used to continue the procedure, as a second 4.0x8mm nc trek was not available. There was no patient involvement and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the balloon dilatation catheter (bdc) was prepped prior to the sheath being removed. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instructions for use IFU, states: complete the following steps to prepare the nc trek rx coronary dilatation catheter for use: slide the protective sheath off the balloon prior to performing air aspiration. The investigation was unable to determine a conclusive cause for the reported difficulty. Possible factors that may contribute to difficulty removing the protective sheath may include, but not limited to, manufacturing, normal variation within the manufacturing process or protective sheath removal technique. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.